Event description:
It was reported that the fiber became damaged during the procedure, resulting in fiber breakage and subsequent end firing. No harm occurred to the patient. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual evaluation of the product could be performed and the reported device performance allegation cannot be confirmed. A review of the device history record (DHR) verified that the device met all specifications prior to distribution, and no manufacturing deviations or nonconformances were identified that could have contributed to the reported event. A risk review confirmed that the event of fiber breakage with subsequent forward/end firing is documented within the product risk management files and has been accounted for during product risk analysis to support an acceptable risk benefit profile. A labeling review verified that the instructions for use (IFU) describe the fiber as a precision device and warn that damage caused by excessive manipulation or bending may result in uncontrolled laser energy emission. Based on the information available and the absence of the returned device for analysis, the reported condition could not be confirmed; therefore, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the fiber became damaged during the procedure, resulting in fiber breakage and subsequent end firing. No harm occurred to the patient. There were no patient complications.